Event description:
A report was received that the patients ipg was non functional. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.